Event description:
Report received of blood backing up into a tubing with no pump alarm. The patient was receiving unspecified concentrations of dopamine and dobutamine, each of 0.5ml/hour, via one port of a double lumen umbilical venous catheter (uvc). It was reported that blood backed up into the line with no pump alarm, and the line clotted off. The customer reported that the patient was being weaned off of the dopaime and dobutamine. When the line clotted, the infusions were discontinued. There was no adverse effect to the patient. No medical interventions were required. Though requested, there was no additional information available.